Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed a pairing test with (B)(6) bluetooth device and failed. Performed share log review and confirmed a permanent loss of connection on this issue date. The reported event of a loss of connection was confirmed. The root cause was determined to be a permanent loss of connection

Manufacturer narrative:
(B)(4).

Event description:
Pt's mother (B)(6) reports loss of connection between 4190ew and both rcvr and iphone.

Manufacturer narrative:
(B)(4).

Event description:
The probable cause was a defective transmitter.